Event description:
The device was at zoll medical for a system upgrade. During incoming testing of the device the pacer output was found to be out of specification. There was no pt involvement with this reported malfunction.